Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that monopolar energy wasn't working. The tse reviewed the logs and found an m-02 error. Prior to calling in, the customer power cycled the erbe and hadn't used monopolar power since then. When the customer got off the phone, they still hadn't tried firing monopolar energy again. The tse told the customer to call back if they had additional issues of energy firing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the erbe integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The reported errors m-02-3 and the monopolar coag not working were confirmed and replicated. The iesu unit was placed on an in-house system and was run in normal mode.